Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient uses tandem mobi in modified closed loop and reportedly uses both excom mobile device and pump screen for cgms. According to the report, on (B)(6) 2025, she inserted a g7 sensor, and when the sensor finally started working, she got a cgm reading of 212 mg/dl. She took a deep breath and had a metallic smell in her mouth, and she tasted her mouth, which was not right. So, she checked her bg reading with the regular meter, poked her finger, and the bg read just high with no exact value. She redid it on the opposite hand with a different finger, and it was also reading high. So, she tried to get her bg down with insulin, but her sensor kept reading high and it never came down. She went into dka with symptoms of nausea, vomiting, headache, and low blood pressure. She called the ambulance around 4 p.m., and when the ambulance arrived, dexcom was reading high. When paramedics checked her bg reading, it was also high. She was brought to the hospital. Upon arrival at the hospital, her bg was checked, and it was still reading high while on dexcom, it was also reading "high." She mentioned that at the hospital, she was given an insulin drip and blood pressure medicine. According to the patient, she removed the sensor on the same day, (B)(6) 2025, but she stayed in the hospital for 7 days and was discharged on (B)(6) 2025. She was okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.